Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that none of the buttons on the patient's infusion device were functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.